Event description:
Related manufacturer reference number: 3006705815-2022-17633 and 1627487-2022-05839. It was reported the patient had discomfort at ipg, lead, and anchor site. Surgical intervention took place on (B)(6) 2022 where the system was explanted. Investigation was unable to determine which lead attributed to the event

Manufacturer narrative:
Date of event is estimated. The allegation is against [1] of [2] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000109136.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.